Manufacturer narrative:
Patient reported as being a teenager; exact age unknown. Report is for one (1) unknown extraction bolt. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery of left humeral diaphyseal fracture, the surgeon was inserting a cortex screw as a lag screw and the screw broke about 1mm under the screw head. The surgeon attempted to remove the shaft of the screw which remained in the patient's bone by using an extraction bolt after he reamed around the screw using a hollow reamer. The cortex screw broke again, at the shaft. The extraction bolt that the surgeon was using pushed the screw in further, so the surgeon reamed with a hollow reamer until the edge of the screw was able to be removed. The surgery was completed successfully with 60 minutes delay. This report is for one (1) unknown extraction bolt. This is report 2 of 2 for (B)(4).